Event description:
It was reported that there was an allergic reaction several weeks after implantation. The reporter stated that the patient was allergic to tape and after the lead implantation the doctor saw a "light allergic reaction" which was associated to the tape used. When the implantable neurostimulator was implanted after "the positive test," the wound was reviewed one week later and the nurse observed a "light allergic reaction" that the patient associated with tape used too close to the wound, because "it usually happened whenever the patient had used it." The day before the report, it was reported that an allergist contacted the patient's doctor and told him that the patient had an allergic reaction "for all of the body" and the patient was treated with anti-allergic drugs. The reporter stated that the allergist wanted to know about the components of the lead and implantable neurostimulator to rule out any relationship with the material implanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 388928 lot# 0205928374, implanted: 2012 (B)(6), product type lead. (B)(4).